Event description:
Initial potassium result of 5.8 mmol/l was repeated and recovered 5.1 mmol/l. Incorrect result was not used to provide pt treatment. Field service rep replaced the potassium electrode, ran performance check tests and could not duplicate the reported issue.